Event description:
The screen on the c-arm stopped working. The system was in clinical use when this occurred. Philips has started the investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the mobile c-arm stand monitor stopped working. The system was not in clinical use at the time of the event. As per the instructions for use, the user must check the system before use of any clinical procedure. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.